Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 500 mg/dl at the time of the event. It was reported that the customer only checks her blood glucose reading once every three days, changes her infusion set every two to five days, and boluses once a day. No further troubleshooting could be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.